Event description:
Meter name: one touch basic original, strip name: unk, meter code: unk, strip code: unk, strip storage: unk. Symptoms: dizzy spell/severe dizziness. A pt reportedly went to ER to test blood. Their meter allegedly had no power. The result on their meter was unable to test. The results on the ER meter was 304 mg/dl. No comparison reported. Treatment was: dr gave pt medication for dizziness. No further info has been reported.